Event description:
It was reported that the patient's right hip was revised due to recurrent dislocation of the stryker femoral head from a competitor liner. A 32 +8 v40 head was revised to a 28 +12 v40 metal head.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown implant head was reported. Conclusion: it was reported that the patient's right hip was revised due to recurrent dislocation of the stryker femoral head from a competitor liner. As per the available information liner was competitor devices. Based on the provided information it has been determined that this event is associated with an off-label application as an unknown stryker head was articulating with a competitor liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to recurrent dislocation of the stryker femoral head from a competitor liner. A 32 +8 v40 head was revised to a 28 +12 v40 metal head.